Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Sterile lot review. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported by the patient on maude event report ((B)(4)) that she underwent an uneventful novasure endometrial ablation in (B)(6) 2012. Approximately, three to four months post procedure, the patient was experiencing "painful cramps and back pain". The patient presented to the emergency room several times and during the last visit the physician performed an emergency dilatation and curettage (d&c), which helped with her pain. She was told by her doctor that she needed a hysterectomy. The patient had a hysterectomy (exact date unknown). On (B)(6) 2015, the patient reported that she is "doing better now."